Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid were present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
During an implant procedure the right atrial lead presented high threshold measurements after being placed. The lead was attempted to be repositioned in which retraction issues occurred. A new lead was used to complete this procedure. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Event description:
During an implant procedure the right atrial lead presented high threshold measurements after being placed. The lead was attempted to be repositioned in which retraction issues occurred. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead has since been received for analysis. The investigation is currently in progress. As soon as analysis is concluded an updated report will be submitted.